Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 4th of june 2023 and 29th of january 2024 recorded an initial stable pacing impedance around 500 ohms with an abrupt increase to >3,000 ohms at the end of recording period. Furthermore, a fluctuating shocking impedance between 50 ohms and 90 ohms with a gradual decreasing trend was recorded. The analysis of the provided iegm episodes revealed no abnormalities. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that the pacing impedance was too high and sensing is out of range. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.